Manufacturer narrative:
The device was rec'd by depuy synthes. The device was evaluated and the condition was confirmed. If any add'l info should become available, this notification will be updated accordingly. (B)(4).

Event description:
Report rec'd from USA stating the device did not function, specifically could not remove cutter on the angle attachment. This device was not used in surgery. It is unk if there was any user or pt injury. No add'l info is available. If any add'l info should become available, this notification will be updated accordingly.